Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly and the hanger assembly were broken. Analysis also noted the display was bleeding. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular output connection ports and the hanger required repair. The epg also required calibration. The epg was returned for service. There was no patient involvement.